Manufacturer narrative:
Patient weight was not provided. The serial number was not provided, therefore the age of the device and date of manufacture are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during a log file review, the manufacturer¿s technical services representative observed several voltage fluctuations while the vad was connected to a mobile power unit (mpu). At the time of these events, the system controller's internal backup battery powered the pump, as designed. The customer was informed that these alarms might be seen if the mpu becomes unplugged from the wall, or if the outlet loses power. The rest of the log file showed no unusual events. There was no reported adverse impact to the patient. No additional information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.